Event description:
The sales representative said the instrument stripped during surgery. Additional information received from the sales representative on 26 may 2009. During a 360 procedure, the surgeon was using a sequoia final driver that began to strip. The surgeon then used a second sequoia driver provided in the kit when it also began to strip. The surgeon was able to finish the surgery as indicated, and there was no surgical delay. The malfunction of both final drivers during a surgical procedure has been associated with an adverse event in the past.

Manufacturer narrative:
Product is an instrument and not implantable. Requests have been made for the return of the product. Device MFR date is unk. Evaluation is pending.